Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and eleven months post filter deployment computed tomography (CT) revealed an infrarenal inferior vena cava filter with multiple struts outside the lumen. One of the struts intimately associated with the aorta. Additionally, one of the struts enters the disc space. The patient complaints of back pain bilaterally. Subsequently six months later, computed tomography (CT) revealed filter below the renal veins. The filter was tilted to the right with its cone lying on the wall of the inferior vena cava possibly embedded within it. The legs of the filter have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. There are only 5 filter arms identified and there should be 6 arms. Presumably one arm was fractured and migrated. In the absence of visualization of the 12th limb on the computed tomography (CT) of the abdomen, concern was for proximal migration. It was recommended a computed tomography (CT) of the thorax with attention to the heart and the pulmonary outflow tract be performed to locate the non-visualized 12 limb of the inferior vena cava filter. Therefore, the investigation is confirmed for the filter tilt, perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review : a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated towards the aorta wall and disc space. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.